Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported issues with the insulin pump. Customer states that they've had a few highs and a few lows. The blood glucose reading at one point was 500 mg/dl. Nothing further reported.